Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received. No photo was provided. The customer is getting products from a distributor (B)(4). The distributor has not depleted their old stock. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. A device history review could not be completed as no batch number was provided. Root cause description: the customer is getting products from a distributor (B)(4). The distributor has not depleted their old stock. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of bd 60ml syringe luer-lok¿ tips experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no: 309653 batch no: unknown. Caller received "change notification" in 8/2019 about the 60/50ml syringe transition but continue to receive 60ml syringes. They updated all they policies and procedures to account for this change but what to know how best to move forward since they continue to receive 60ml stock. Plus the labels say 50ml but have 60ml in the package.